Event description:
It is alleged that during a case the distal idler pulley fell off the scalpel cautery and fell into the pt. The pulley was retrieved and the case was completed with no adverse events reported.